Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption is increasing in a gradual fashion. Also, patients beeper is beeping. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.